Manufacturer narrative:
(B)(4). The device was evaluated for the reported issue. An external/internal inspection was performed on the device and found no issues. The device passed electrical and functional testing. The reported iipv event was identified in the event history log, but during sample evaluation no nonconforming product was found related to the reported issue. The device was determined to meet specifications. The service history review and device history review found that the previous device servicing did not cause or contribute to the reported issue. The cause of the high drain alarm was determined to be one or more cycles advancing to the next fill when a slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The alarm occurred on (B)(6) 2014 at 07:34:38 no additional information is available.